Event description:
The plaintiff's attorney alleged that the pt experienced a cardiovascular event on or about (B)(6), 2007, a cardiovascular event on or about (B)(6), 2010 and a cardiovascular event on or about (B)(6), 2012 after the use of the product.

Manufacturer narrative:
This is one event (cardiovascular) of three events reported for the same pt involving two separate products.